Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during setup, the m5 handpiece requires repair. There was no patient impact. As per the analysis of m5 handpiece, broken blade stuck in the handpiece housing.

Manufacturer narrative:
H3: product analysis found only a portion of the inner assembly was returned for analysis. The inner shaft was broken 0.44 inches from the distal end of the inner hub to the broken point. There were traces of a black residue observed on the broken shaft and the distal end of the hub. The broken shaft had traces of indentions/tool marks, and the distal end of the hub (outside diameter) was deformed. The outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.359 inches in the deformed area. The device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.